Event description:
A nurse reported to baxter an issue of particulate matter present in the minicap disposable. This was found before use. The nurse stated that they found a hair in the minicap. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for particulate matter was confirmed based on the evaluation of the sample received. Baxter received one opened foil pouch and the minicap was visually inspected. Hair/fiber was found which appeared to be stuck in the bottom seal of the pouch. The cause was undetermined. The product did not meet product specification (label claim) since there was a hair/fiber that appeared to be stuck in the bottom seal of the pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.